Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Found one of the receiver cables to be in need of replacement. Replaced the receiver cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the itrak 3500l will not calibrate on port # 0. Switched to port # 2 and was able to calibrate and finish the case. There was no report of patient injury.